Event description:
A customer reported that during a cataract extraction procedure, the system kept displaying occlusion, phaco was poor, and vacuum was showing around 06 mmhg even though the foot switch was not depressed. The handpiece was replaced, but the issue persisted. The surgeon used a syringe and cannula to aspirate prior and after lens insertion. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).